Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead undersensing. Technical services (ts) recommended in person evaluation. This lead remains in service. No adverse patient effects were reported.